Event description:
Bausch & lomb was provided a summary of contact lens related infective keratitis cases for patients that were treated at the eye hospital. Of the 14 cases on the summary, nine patients claim to have used renu solution, including one patient who used a combination of renu and alcon solutions. Of the nine renu users, furasium spp. Was isolated from the clinical specimens in eight cases, and aspergillus isolated in one case.